Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetic received report of a patient who was treated with coolsculpting on (B)(6) 2021 and (B)(6) 2021 to upper, lower and mid abdomen developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen on (B)(6) 2021 using the cooladvantage coolcore and c150 system applicators, who developed paradoxical hyperplasia (ph) after treatment.